Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, - 15.5/+2.0/066 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting, elevated intraocular pressure (iop) and blurred vision. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to icl was too big.